Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit is severely overheating, extremely hot touch and the patient is unable to use the device and having trouble breathing and catching his breath. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.